Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient was hospitalized for more than 24 hours due to diabetic ketoacidosis with blood glucose values above 460mg/dl. At admission, they reported feeling sick, headache, tiredness, and increased thirst, and were treated with intravenous insulin drip for pump under delivery. No further information available.